Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an issue with segments missing on his onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages his diabetes with insulin (type not specified). Although the patient reportedly had not tested since the reported issue began, the patient continued to administer his usual dose of insulin (amount not specified). At 2am on (B)(6) 2012, after the start of the alleged issue, the patient claims he felt symptoms of "difficulties in view" and restlessness which he associated with low blood glucose. The patient took dextrose as treatment and felt better about 20 minutes after. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing, the meter's lcd cable was found to be broken. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.